Event description:
It was reported by the customer the device was used in a laparoscopic cholecystectomy. It was reported there was a visible crack or slit in the outer seal of the trocar which was noticed in the beginning of the case. Another trocar was opened to complete the case. There was no consequence to the pt.